Event description:
Per the clinic, the patient experienced skin overgrowth and an infection at the abutment site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on february 25, 2022.

Manufacturer narrative:
Per the clinic, the patient underwent skin debridement surgery (specific date not reported) and was treated with topical antibiotics in (B)(6) 2022 (specific date and duration not reported). The implanted device remains. This report is submitted on june 23, 2022.